Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The service engineer (se) downloaded the software onto the customer's purchased gui cpu pcb, performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer informed medtronic that a light emitting diode (led)/liquid crystal display (lcd) panel was needed. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that an 840 ventilator had a blank display. Although requested, patient involvement information was not provided by the customer.